Manufacturer narrative:
Qn#(B)(4). The device history review for visistat 35w 6/box lot# 73b2200690 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the doctor failed to fire staple while using on a patient.

Event description:
Reported issue: the doctor failed to fire staple while using on a patient.

Manufacturer narrative:
Qn#(B)(4). One unit of 528235 visistat 35w 6/box was returned for investigation. Visual examination of the returned sample revealed that the staples appeared severely misaligned. The stapler was returned with 31 staples remaining in the cover block, indicating that at least four staples were fired by the customer. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. Further investigation has been initiated under teleflex's quality system to determine root cause. The forming tool component is also under review as part of the investigation. A device history record (DHR) review was conducted for lot # 73b2200690 and no issues that could have contributed to the reported event were identified. The investigation is ongoing, and the root cause has not been determined at this time. Teleflex will continue to monitor and trend for reports of this nature.